Event description:
The device was attached to the pt in anticipation of administering external pacing. The pt was conscious and alert. When the pacemaker was turned on, the pt allegedly received a shock inappropriately prior to the pacing current being adjusted above 0ma. The reporter indicated there were no adverse affects to the pt as a result of the alleged malfunction.